Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: hospital staff says that during ventilation, ventilator was alarming low tidal volume, disconnect on vent side, low min volume and that the device was not delivering breaths. Patient was removed from the device and placed on another. Event was sent to internal risk management.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description from the biomedical engineer: hospital staff says that during ventilation, ventilator was alarming low tidal volume, disconnect on vent side, low min volume and that the device was not delivering breaths. Patient was removed from the device and placed on another. Event was sent to internal risk management.